Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedure was being performed in the emergency department. During insertion, the physician experienced difficulty with the plastic tip "bunching". They made a skin cut preceding the insertion. As a result, another kit was opened and placed successfully. There were no delays in treatment and no patient deaths or complications reported.